Event description:
When the surgeon tried to clean up the tip of the pk forcep during the case, a robotic-assisted laparoscopic supracervical hysterectomy, a wire of the pk forcep peeled off. Took x-ray of pt's abdomen, which was negative.